Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound infection and wound dehiscence cannot be ruled out. The seizure is related to underlying disease (gbm), not related to optune gio therapy. Contributing factors for wound infection and wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm), wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 58-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On(B)(6) 2025, the patient reported that she was hospitalized from (B)(6) to (B)(6) 2025, for seizures and an infection at the surgical resection site (last surgical resection (B)(6) 2024). The patient was prescribed oral antibiotics (doxycycline) for ten days and referred to a wound care specialist. On (B)(6) 2025, the patient reported that on (B)(6) 2025, she consulted with a healthcare provider (hcp) due to the development of a sore at the site of cranial hardware (screw). Following the consultation, the patient was referred to a plastic surgeon for the removal of the surgical hardware. The hcp advised discontinuing optune gio therapy until the hardware had been removed. Attempts to contact the prescribing physician for further details were made, but no response was received.